Event description:
A pharmacy supervisor reported to baxter corporate product surveillance an unknown quantity of intravia empty container 150ml in which the port tore from the bag when a nurse attempted to remove an unspecified IV tubing spike after infusion of unknown drug(s) requiring change of the patient's IV tubing. Per the report, the problem was detected in the pediatric ward. Patient involvement is reported, however, no injury or adverse event is associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual unit was received for evaluation purposes related to the customer reported condition. The received unit was used and connected to an unknown set assembled to the membrane tube port of the bag. Visual inspection was performed. During visual inspection no defects were observed. Functional testing was performed as follows: the bag was filled with a syringe of solution. An extension set was connected to the bag and hung on a hook. The device was primed and the solution flowed through the set. The unit results were satisfactory to functional testing. Clear passage testing at 8psi and pressure testing at 8psi were performed on the unit, with satisfactory results for both tests. Unit met product specification requirements. The reported condition was not confirmed and no assignable cause could be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Unused companion samples of the reported product and unknown IV tubing typically used with the device are reported to be available for evaluation. If the samples are received or additional information becomes available, a follow-up report will be submitted.